Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that the patient came in on (B)(6) 2020 and they were expecting 2-3 ml of drug but aspirated 11 cc. Approximately two weeks later, the patient reported return of spasticity. The patient returned to the office on (B)(6) 2020 and they were expecting 21 cc, but aspirated 26 cc. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics had yet been performed and no interventions had yet been taken. It was unknown if the issue was resolved. No surgical intervention had occurred, and it was unknown if surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.